Manufacturer narrative:
Updated fields: h2, h11. The hole in the bleeding vessel occurred during the resection of the liver. The hole in the vessel was not intended but did occur as part of the planned surgical procedure. The blood loss amount and exactly how it was resolved is unknown. The surgeons were using bipolar and monopolar instrument to resect the liver tissue for the liver resection. The tissue was not damaged due to this event, it was planned to resect the liver tissue as part of the procedure. No surgical intervention was performed due to this event; this was a planned task for the procedure. There were no immediate concerns about this event causing long-term complications with the patient. The indication for the procedure was liver cancer and a resection of the cancer tissue. The surgeons said before the procedure started that it would be a complex case due to the patient history. The videos received for this event was reviewed: in both videos, dissection of the liver with a monopolar curved scissors (mcs), a fenestrated bipolar forceps (fbf), and laparoscopic suction irrigator was occurring. The surgeon was using monopolar energy from the mcs and bipolar energy from the fbf. The suction irrigator periodically suctions away fluid or irrigates the field for visibility. The energy settings were unable to be determine due to the image quality and could not assure if the videos were before or after the reported energy setting change was performed. The surgeon briefly uses the mcs to do intraoperative cleaning of char from the fbf jaws. No defects or product failures occurred in the video. Effectiveness of energy delivery can depend on multiple factors, including tissue condition, power settings, energy type selection, and condition of the surgical field.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument information is unknown and it has not been returned for investigations.

Event description:
It was reported that during a da vinci-assisted surgical liver resection, the fenestrated bipolar forceps (fbf) instrument did not apply bipolar energy as expected to control a bleeding vein. It is unknown how hole in the vein was caused, or if it was intended as part of the procedure. Lightly bloodied liver tissue was also noted. This was a resection of cancerous liver tissue, and bleeding was expected while working in that area. It was unknown how much blood was lost, whether a blood transfusion was administered, and how this bleeding was resolved. The surgeon attempted to apply bipolar energy on the peritoneal wall, but there was still no perceived effect. The surgeon voiced dissatisfaction with the bipolar energy application of the fbf instrument. The surgeon increased the energy settings, installed a new fbf, and continued the procedure. The procedure was completed robotically.